Manufacturer narrative:
Corrected data b5 - describe event or problem h6 - adverse event problem: medical device problem code, investigation findings and investigation conclusions h10 - additional narratives/data the device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient lost the charger and was unable to charge the ipg. The ipg failed to establish communication with external devices. A manufacturer representative met with patient and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s ipg failed to establish communication with external devices. A manufacturer representative met with patient and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.